Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Reportedly, the patient presented in the hospital because the patient had fallen and broke the shoulder on the implant side, it was noted that the device incision was opened. The patient was treated with intravenous antibiotics. Additional information received from the field representative indicates that the patient had been scratching and picking at the incision site as verified by the physician, but this was not determined to be twiddler's syndrome. The patient was sent for a leadless device implant. There were no additional adverse patient effects reported. The ra lead was explanted.